Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unspecified product performance issue and replaced with a new device. No additional adverse patient effects were reported.